Event description:
It was reported to philips that there the system's c-arm was unable to perform movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure, and the procedure was completed by moving the patient to a different room. The philips remote service engineer (rse) examined the system remotely and confirmed that the c-arm was unable to perform movements. The rse analysed the logfile and found issue with the c-arm movement. The philips field service engineer (fse) visited onsite and upon functional testing, the fse attempted to resolve the issue by redoing the current calibrations, but it failed. The nss (national support specialist) recommended for replacement of the servo drive. To resolve the issue, the fse installed a new triple servo drive on the system, recalibrated all geometry settings, and aligned the detector and collimator. After replacement and necessary calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.